Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿remove the protective tab from the bottom of the quicklink¿ cartridge prior to use by grasping the cartridge by the cartridge body and pulling the tab out of the side of the cartridge. To prevent inadvertent dispensing of a component, do not hold the cartridge body by the green plunger when removing the tab". Insert the cartridges containing seeds, sourcelink® connectors, and biospacer¿ seeding spacers into the carriage. Ensure that the cartridges are fully seated in the carriage receptacle. The carriage and cartridges are marked as follows to indicate the correct placement of cartridges as well as the current selection: radioactive implant seed quicklink¿ cartridge. 5.5mm standard sourcelink® cartridge. 5.0mm extension sourcelink® cartridge. 0.5mm seed-to-seed sourcelink® cartridge. Biospacer¿ seeding spacer cartridge. Retract the compression slide handle to the right until it contacts the rear plate to seat the slide compression mechanism (if unseated). Attach the implant needle to the quicklink¿ delivery system by pushing the needle hub firmly onto the needle adapter. Move the carriage to select which item to dispense by aligning the indicator with the symbol indicating the desired item. Note: the position of the extension sourcelink® connector in the cartridge is accurately represented by the icon. Therefore, when spacing at either end of a seed train is desired, an extension sourcelink® connector may only be used at the leading end of the train. Spacing at the trailing end of the train must be provided by one or more spacers. Push the dispense button to dispense and move the selected item into the assembly track. Note: during normal operation, the dispense button will return to the ¿up¿ position after a component is dispensed. If a cartridge is empty, the button will come to a stop before it reaches the bottom of its range of motion. Further pressing will cause the button to release from its internal mechanism to prevent damage to the cartridge. The button may be lifted to the ¿up¿ position to reseat it to the internal mechanism, and the empty cartridge may be removed and replaced. Note: the dispense mechanism is designed to completely dispense a single component once depressed. The button must be pressed through its complete range of motion ¿ if the button is only pressed partially down, it will remain in the midrange position and prevent carriage motion or further dispensing. Complete the compression of the button to dispense the selected component and release the carriage for further dispensing. Repeat items 4-5 until all items necessary to build the predetermined seed train have been dispensed. Visually inspect the dispensed components, if desired, through the lead glass door prior to assembly of the seed train. Incorrect components can be removed as necessary by opening the lead glass door to access the assembly track. Note: if desired, the carriage mechanism may be removed from the loader to inspect the area beneath the carriage. To remove the carriage, depress the carriage release button while lifting the carriage upward. To replace, align the two latch prongs on the underside of the carriage with the corresponding receptacles in the loader and snap the carriage into place. Move the carriage to the arrow symbol indicating that the quicklink¿ delivery system is ready to either compress or dispense a seed train. Move the handle on the releasable slide left towards the carriage to compress the seed train. Continue motion in this direction until the slide handle releases and comes to a full stop. Retract the slide to the right until it contacts the rear plate to seat the slide compression mechanism. The assembled seed train may be inspected through the lead glass door, and proper seed spacing confirmed using the assembly base ruler. Move the handle on the releasable slide left again towards the carriage while holding the gate button down in order to dispense the seed train through the needle adapter. Retract the handle of the releasable slide fully to the right. Remove the loaded implant needle by pulling the needle hub away from the needle adapter." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the pin came out of the device prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the pin came out of the device prior to use.